Event description:
The unit was in use during an arrest in the a&e dept at the hosp. It was fired twice at 200j and once at 360j. While charging to 360j a further time the unit stopped charging at 260j showed message "sys failure." Error log showed error 10004. The pt was revived using another unit which was to hand.